Event description:
The facility representative reported a flogard infusion pump that "stays beeping 'common failure'". It is unknown when this condition occurred in the patient's home. There was no patient involvement, injury, or medical intervention related to the device. This condition had the potential to interrupt delivery. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem that the pump "stays beeping indicates common failure" was confirmed and reproduced during service evaluation as failure code 49. The assignable cause, as determined by service, was due to a defective main battery. The main battery was replaced and all of the configuration option settings were reset per the service manual to resolve the reported problem. Should additional information become available, a follow-up medwatch will be submitted.